Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) intuitive technical support engineer (tse) to report error 307. Issue remained after power cycling and system could not be used.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and found an issue with the personality module audio / video (pmav). The fse reseated pmav and the symptom did not repeat. The fse suggested to the customer to replace this part to solve the issue; however, the customer did not want to pay for the spare part. The system was tested and verified as ready for use.